Event description:
There was a report of a malfunction occurring in a pump, indicated by a malfunction code. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. The customer was assisted by technical support in resetting the pump, but the malfunction code recurred. The customer reverted to use multiple daily injections as a backup therapy.